Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. Investigation also revealed that all keypad buttons were intermittently unresponsive. Additionally, contamination was found under all key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn at the down arrow button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Additionally, the display was found to be dim, fading and discolored. (B)(6).